Event description:
It was reported the patient began to receive ineffective stimulation and unintended stimulation after experiencing severe physical trauma. Reprogramming was unsuccessful. X-ray revealed the 3186 lead had migration. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the reported lead was explanted and replaced. The patient has effective stimulation post-operatively.